Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that pre-operative, the physician interrogated the implantable cardioverter defibrillator (ICD) while still packed in the sterile box and saw that the battery was very low. The ICD was not used and a different device was implanted. There was no patient involvement.